Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 600mg/dl. The customer had symptoms such as vomiting and nausea and treated with manual injection. Customer indicated that the cannula was bent and have had bent cannulas in the past. Customer was advised on proper insertion, taping and site techniques. Customer was also advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer declined high blood glucose troubleshooting. The product will be returned for analysis and customer was advised that new replacement infusion sets will be provided.